Manufacturer narrative:
The exposed portion of soft cannula of the received pod was found to be kinked. During leak test, fluid was found leaking through a tear on the exposed portion of soft cannula, where the tip of the formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient also had moderate ketones. As treatment, a manual injection was delivered and a new pod was applied after the event.